Event description:
It was reported that the system displayed an error message and would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.